Event description:
Customer reported that the dl (digital leader) locked up during fluoro. Image was frozen on screen but appeared to still be able to make x-ray. System was shutdown and powered back up to recover. No reported patient incident. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.